Event description:
It was reported that bd nexiva leaked/splashed. The following information was provided by the initial reporter: disconnecting an IV from a patient, and it appears the pressure in the line caused fluids to splash in her face from the needlefree connector tm reiterated the clamping sequence of: flush, disconnect, then clamp and emphasized the importance of fully luering off prior to attaching the syringe. I have spoken with (B)(6) a couple of times. This was really to just put it out there in case we were doing something wrong or there was a trend. I have provided some information to (B)(6), there was no harm, injury, complication or negative outcome that occurred to a patient. This was a splash with an employee.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No new information.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.